Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 1488t lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular sense. It was also reported that the rv lead had chronically low r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.